Event description:
The reporter stated, the surgeon attempted to use a cq2015 collamer three piece lens. Lens was damaged during the injection process. There was no pt contact. Reporter did not provide the injector or cartridge models or lot numbers.

Manufacturer narrative:
(B) (4). Eval: conclusions: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge, the resultant corrective actions included improvements in manufacturing, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B) (4).